Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. The extender tubing was also returned. A kink was found on the catheter tubing approximately 30.5cm from iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting 76.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate and a catheter restriction alarm occurred on the pump. The condition of the iab as received indicated kinks in the catheter tubing and inner lumen. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device restricted the gas passage and resulted in the catheter restriction alarm. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after insertion, it was noticed via cine image that 1/3 of the intra-aortic balloon (iab) tip was not inflating. When the r-r interval was long, the iab inflated. No alarms were generated. The iab was removed and replaced with an iab from another manufacturer. It was noted that the second iab would not inflate either. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.